Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged battery cover on the mobile power unit (mpu) (serial number: (B)(6)) was confirmed. The mpu was returned to the pleasanton service depot (psd) without a power cord. Upon initial inspection, the damaged housing was noted. The customer declined to repair the unit, so it was scrapped. A root cause for the reported event was not conclusively determined through this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 6 of the patient handbook, ¿caring for the equipment¿ and section 8 of the IFU ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Section 10 of the patient handbook ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. H10: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power units (mpu) battery cover was damaged, and that the unit needs a power cord.